Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of a tip cover accessory which slipped off and fell inside the patient. Corrected information can be found the following fields: b1, b2, annex a and annex f. B1 updated from "product problem" to "adverse event and product problem". B2 was updated to reflect intervention. Annex a updated to include (B)(6) due to the report of tip cover accessory falling. Annex f updated to include f23 due to the retrieval of the tip cover accessory.

Manufacturer narrative:
The mcs tip cover accessory will not be returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. Isi has attempted to contact the initial reporter to obtain additional information regarding the reported event. However, the customer could not provide any additional information. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure and no additional surgical intervention was required. However, an unintended mcs tip cover accessory falling into the patient may require surgical intervention.

Event description:
Intuitive surgical inc. (Isi) received a voluntary medwatch form on 02/25/2020. It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped off and fell inside the patient. The surgeon attempted to retrieve the mcs tip cover accessory using the aesculap d&g grasper instrument (a third party instrument), and the tip of the instrument (less than 5mm) fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure; however, the fragment from the aesculap d&g grasper instrument was allegedly not recovered and remained inside the patient. The procedure was completed with no other reported events. Isi followed up with the initial reporter and obtained additional information. The mcs tip cover accessory was discarded by the site so it is not available for return and failure analysis by isi. The customer could not provide any additional procedure details.